Event description:
It was reported that this electrode experienced dislodgement, a reposition procedure was performed. This electrode remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.